Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device manufacturing date is unknown. The date entered in the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A complaint was received regarding missing the glucose alarm alert while wearing the adc device using freestyle librelink. As a result, on (B)(6) 2022, the customer felt terrible, fainted, and had a loss of consciouness, and was provided insulin injections by a non-hcp for the treatment of hyperglycemia. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Sensor kit expiration date is 31-may-22. Case awareness date is 01-aug-22, which confirms device is beyond the useful life. Additional investigation activities are not required as the device met specification when it was released and throughout its lifespan. Attempted to activate high/low glucose alarms with an ios/fsll using a good known libre 2 sensor successfully receive high/low glucose alarms. No issue were identified with the librelink app. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted. This also serves as a correction report. Section h4 - (device mfg date) was incorrectly documented in initial report. The correct h4 - (device mfg date) should be 8/1/2022 . Correction has been made.

Event description:
A complaint was received regarding missing the glucose alarm alert while wearing the adc device using freestyle librelink. As a result, on 01 aug 2022, the customer felt terrible, fainted, and had a loss of consciouness, and was provided insulin injections by a non-hcp for the treatment of hyperglycemia. No further information was provided. There was no report of death or permanent injury associated with this event.